Event description:
Premature infant, 26 weeks, 1 lb. 7 oz., umbilical cord clamp slide up and down on umbilical cord; would not clamp cord. User facility applied new clamp. No blood loss resulted from incident, and no pt injury occurred.